Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos module with drive pcb. In addition, our technician confirmed that the insertion flexible tube fluid damage, the segment fluid damage, the control body fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the cmos module with drive pcb fluid damage, the lcb (light carrying bundle) fluid damage, the light guide cable fluid damage, the lg connector fluid damage, the lcb (light carrying bundle) broken, the remote control buttons cracked, the angle wire corroded, the segment corroded, the control body corroded, the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, the operation channel (primary) leak, the biopsy inlet piece loose, the us connector casing loose, the angle wire hard to move, and the suction channel kink; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.